Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, "ec345" was unable to be reproduced. A review of the event history log revealed a system error 345 message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the force sensor flex had indentations on the contact points that connect to the I/o board. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.